Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified lower sensor scan results compared to another adc device. As a result, the customer experienced a loss of consciousness; however, no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified lower sensor scan results compared to another adc device. As a result, the customer experienced a loss of consciousness; however, no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified lower sensor scan results compared to another adc device. As a result, the customer experienced a loss of consciousness; however, no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc sensor. Customer reported receiving unspecified lower sensor scan results compared to another adc device. As a result, the customer experienced a loss of consciousness; however, no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the follow up #2 report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.